Event description:
Additional information was received from the patient regarding the difficulty charging because the ins was tilted at the pocket, the patient had to pull the belt, so tight that they had mark for two days. The patient requested a letter from the manufacturer representative (rep) stating that their implantable neurostimulator (ins) was implanted incorrectly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a coupling problem. Everything was working fine until two weeks prior to the report when the patient suddenly had trouble getting coupling. The patient had four coupling bars the day of the report and then 30 minutes ago it all went away without him moving. The implant site hadn't changed and there had been no trauma or injury to the implant area. A broken external antenna was reported. No medical or therapy problem was reported. No device returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help. Further information was reported by the patient that they had discomfort while charging their device. They hoped there was a bigger recharger antenna available. They indicated that they had to lean forward at a 45 degree angle to get good coupling. It was noted that coupling could be lost easily with the slightest movement. The manufacturer representative (rep) told them that their implantable neurostimulator (ins) battery was at an angle. The patient reported that a revision was not an option; they did not want surgery. The patient reported having difficulty with maintaining coupling. The patient would get 7 bars, then 3 and then 0 without moving. An antenna locate was attempted and it was reported that this resolved the issue. A replacement antenna was requested to see if this might resolve the issue. Additional information received from the patient reported that they received the new equipment but it was very sensitive and it was hard to make it work. A manufacturer representative mentioned to them the device was put in slanted. They had lost weight and that may be causing some of the issues. Additional information was received from the patient reporting that they were having trouble recharging. The patient stated that they would not move and would have one bar, then 6, and then 5. They had to sit in an uncomfortable 20 degree angle leaning forward to get coupling. They were told that they could try turning stim off and then try recharging. The patient stated that they had been told to never turn it off when recharging. The patient stated that they had the belt so tight that if they had it around "[their] next [they] would be choking." They noted that they needed a bigger recharging antenna. They asked for a different kind of belt. Stated that they need to design a bigger recharging antenna. It was also noted that their stimulator was not perfectly flat. Additional information received from the rep reported that the ins was tilted and when they spoke with the doctor about it he indicated that he would be scheduled for a revision or replacement with a prime as soon as they can get insurance authorization. Relevant medical history included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and stated that he was continuing to have coupling issues. He had spent the last half hour trying to move the antenna around, but despite adjusting the antenna dial and moving the belt he was unable to get any bars shaded. Best practices for recharging were reviewed. The patient was able to reposition the antenna and achieve adequate coupling. The patient was guided through using the antenna locate feature, but the patient claimed he could not get to the correct screen. In spite of this, the patient was able to achieve excellent coupling with all eight boxes shaded. Patient mentioned coupling issues since (B)(6) 2014, and a new antenna was issued. The patient also claimed he was continuing to have issues with his implantable neurostimulator recharger. The patient claimed that while charging his ins, the battery level increased from 50% to 75% despite the recharger not being plugged into the wall. It was reviewed that this is unexpected, and if it continues to happen the patient should call back for a replacement recharger. The patient also stated that his implantable neurostimulator was not perfectly flush with his skin. It was reviewed that this could cause charging issues. It was recommended that the patient speak with his healthcare provider (hcp), and the patient says his hcp is trying to get insurance to approve a primary cell device that will last 4 years. No symptoms were reported in this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.